Event description:
Ett cuff had an audible leak. Pt was on rotorest bed turning side to side supine. Bed was stopped for us to retape the ett before x-ray was taken. Cuff was deflated, ett moved to the opposite side of the mouth. Cuff reinflated and cuff pressure measured at 28. Ett 24cm at the lip. While charting at the computer after taping the tube, the rn said he heard a "pop" and we began hearing air like the vent became disconnected. Upon further evaluation, we realized nothing was disconnected but, rather the ett cuff had broken. Physician was called. Intubater was called. Pt was extubated, bagged via ambu, and reintubated. FDA safety report ID# (B)(4).